Event description:
The complainant reported that following patient transfer, an automated impella controller (aic) was unable to detect a newly placed purge cassette. The purge cassette was swapped to troubleshoot the issue, but the aic once again failed to detect the purge cassette. The aic was subsequently swapped and the issue resolved. Support continued following the console replacement. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a "[supplemental/final]" report will be filed.